Event description:
It was reported that the application recorded an arrhythmia trans telephonic monitoring (ttm) event and incorrectly indicated a patient has tachycardia. Investigation showed the device models assigned to three patients in the application were set to one times transmit speed. It was also reported that due to the strips showing tachycardia one patient was brought to the clinic for an appointment and another patient had their event monitor replaced with a holter monitor. Via online meeting the clinic was instructed on creating an event recorder record with transmit speed in its name and explained she must find out the programmed transmit speed of all event recorders being used and assign patient's in the application a device which matches that speed. They can also adjust transmit speed while recording if they observe it is non-physiological in what they are getting in the electrocardiogram (ECG). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.